Event description:
In 2008, a pt contacted lifescan (lfs) alleging that a one touch ultralink meter was reading inaccurately low. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests her blood sugar 8-10 times a day and takes humalog on a sliding scale to manage her diabetes. On six days prior, at approximately 11 pm, the pt was in the hospital for maternity reasons. During that time, the pt reportedly experienced symptoms of "cotton and pasty feeling in mouth as well as the urgency to urinate frequently". At an unspecified time at the hospital, the pt reported blood glucose results of "180 mg/dl" with a lifescan meter and "280 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl for lfs accuracy testing criteria. The pt reportedly rested in the hospital for 3 hours and was treated with an unspecified type and dose of "bolus" insulin before discharging from the hospital. The unit of measurement was set correctly to mg/dl at the time of testing and the results in the meter's memory matches. The testing technique along with cleaning of the puncture area was also correct. The patient's meter is being replaced. There is no evidence the product caused or contributed to an adverse event because the pt developed symptoms during the issue with the reported meter and there was no delay in treatment. However, this complaint is being reported because the readings taken on both meters fell outside the expected value (30%) for lfs accuracy criteria.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.